Event description:
It was reported that cartridge alarm 30 occurred while customer used pump that had a history of similar alarms. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a plan to rely on alternate insulin method if necessary, and technical support arranged pump replacement and transferred customer to sales department to discuss an out-of-warranty loaner pump and insurance verification.